Event description:
Cpi (now boston scientific) received information in november 2000 that this implantable cardioverter defibrillator (ICD) device exhibited 3k ohm pacing impedance and loss of capture. The patient was presented to the ep lab for invasive assessment of device and lead system. The rate-sense setscrews were retighten. The device recorded 1076 ohms pacing impedance (high impedance lead). Two dft tests were successfully performed and the shocking impedance wa measured at 32 ohms. The capture thresholds were acceptable (see initial medwatch 3500a report#2124215-2001-02564). Boston scientific received additional information from a competitor medical records staff member that this patient had been presented back to the electrophysiology (ep) laboratory in early-september 2005. The chronic boston scientific device was electively explanted and replaced with a competitor device. There were no reported allegations against the boston scientific's device operation or functionality. The chronic boston scientific right ventricular (rv) defibrillation lead remained in-service at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited 3k ohm pacing impedanance and loss of capture.